Event description:
During service testing, the baxter repair technician reported that the device under delivered. There was no paitent injury or medcial intervention necessary according to the hospital representative.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the pump underdelivered, due to faulty pump head module (phm). The phm was replaced. A review of the complaint history revealed similar reports have been received for this product and the reported issue.